Event description:
During an im nailing of the right femur, the aiming apparatus missed during nail insertion. The system had been confirmed as lining up prior to use. The surgeon removed the nail, checked alignment again and the system lined up. The surgeon used a second nail which was checked prior to insertion and was confirmed as lining up. Again, the aiming apparatus missed. The instrumentation was removed and the nail was locked in freehand. The surgery was delayed by 3 hours. This report is #3 of 5 for the same event.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument, and is not implanted. Investigation could not be concluded, no conclusion could be drawn as no device was returned. Review of the mfg records has been requested.